Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's weight was not measured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving bupivacaine fentanyl (1000.0 mcg/ml at 300.3 mcg/day) via an implanted pump. The indication for use was spinal pain. It was reported the patient had an it pump that had saline only in it since (B)(6) 2018. It was noted the pump was removed as it was not helpful with the patient's chronic pain. The patient noted the increased pain on (B)(6) 2015. On (B)(6) 2018, the patient reported their pain level was 8/10 and the pain was more intense than before. It was noted there was no precipitating cause. It was indicated the event was possibly related to the device or therapy and possibly related to the implant procedure. The entire system was explanted and not replaced on (B)(6) 2018. The pump was returned to the manufacture. The issue was unresolved at the time of the study exit/death/study closure.